Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on 09/25/2014, a breach in the transformer was found. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation: a visual examination of the power supply revealed the transformer housing cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in and the voltage across the dc plug was not measured. Resistance across the dc plug was measured at .750m ohms, which indicates that there is not a short in the dc cord. The resistance across the a blades measured as 56.1 ohms, which is normal and indicates that he thermal fuse did not blow.

Event description:
Upon receipt and qe evaluation on 09/25/2014, breached in the transformer housing was found exposing underlying electronics which is a safety risk.